Event description:
The strips would peel while attempting to insert the test strip, the test strip port was reported as "snug". The pt reported feeling "bad" while attempting to test. Pt went to the hospital to test blood sugar and the result in the hospital was 165 mg/dl. The hospital treated with normal amount of insulin. The issue was not resolved with troubleshooting. No further info has been reported.